Event description:
The patient electronic system (pes) was not powering on. The extension cable from the back of the pes was frayed with exposed wires and sparked when touched. The patent experienced no adverse consequences as a result of the sparking. The pes was replaced.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable was frayed and wires were exposed. The extension cable was not used during testing due to the damage. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.